Manufacturer narrative:
Additional information received: cec update reported that at time of index procedure patient presented with a positive functional ischemia study. The previously reported rectal bleed which was reported to have occurred 11 months post the index procedure has been updated to a gi bleed and occurred 9 months post index procedure and not 11 months post index as previously reported. The colonoscopy and polyp removal was carried out 11 months post index procedure. Cec adjudicated the event to be a mild (gusto).

Manufacturer narrative:
Evaluation conclusion: known inherent risk of procedure. (B)(4).

Event description:
During the index procedure, a resolute integrity drug eluting stent was implanted in the lcx. Approximately 11 months post the index procedure the patient suffered a rectal bleed. The patient was on dapt. A colonoscopy and polyp removal was carried out 3 days later. The investigator has indicated that the event was not related to the study device. The outcome was reported as recovered with treatment